Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring no delivery alarm during bolus delivery. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer stated that the insulin pump would alarm no delivery even after multiple infusion set and reservoir changes. The customer reported that the infusion set cannula was bent and troubleshooting was performed and completed. Customer stated that the no delivery issue was resolved by an infusion set and reservoir change. Customer had a high blood glucose of 400 mg/dl and troubleshooting was performed and treated. The insulin pump is not expected to return for analysis.